Manufacturer narrative:
Qn# (B)(4). Complaint verification testing could not be performed as no sample was returned for evaluation. The supplier was contacted and provided the following: "1. The historical complaints have been checked, there were similar issues received before (no. (B)(4)). 2. Since there is no relevant lot information in the complaint, we conducted a self-inspection on the latest production, the lot is 20220928. Check the DHR records. The incoming, in-process and final inspection have completed, and all results meet the specification. The operators and inspectors have been effectively trained; they have no change. 3. There is no deviation in the incoming inspection of the valve within 3 months. We randomly select and check the inventory valves; they can open and be used smoothly. 4. After the above investigations, we have not found there is any deviation in the production and inspection processes. So, we think there may be some other factors about the customer feedback, such as whether the valve is deformed, or too much force. And there is screw loose, kink and other conditions that cannot twist. 5. Check the complaint lists for 2022, and we noted that there have been similar issues before this. In the investigation of some of the above product defects and defects caused by use, we also check the assembly site of the valve. The valve is connected with the draining tube by glue bonding. We learned from the inquiry of the operator and the person in charge of production that, if the draining tube is dipped in too much glue during the assembly process, the glue may flow down from the inner wall of the valve, reach the top of the core, and stick to the herringbone fork of the valve shell, resulting in that the valve cannot be opened normally. Therefore, in the subsequent work, we have identified the risk, and also conducted effective training for operators. In addition, we will also conduct self-inspection, which can effectively check the abnormality of valve caused by such assembly." Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that the patient states he is having an issue with his belly bags leaking and difficulty opening the drain valve. He stated that one lasted for 2 days, one for 1 day and the last one lasted only 6 hours. There was no reported injury.

Manufacturer narrative:
(B)(4), the complaint history has been reviewed. Since there is no relevant lot information provided a self-inspection on the latest production was done. The lot is 20220928. The device history record was reviewed. The incoming, in-process and final inspection have been completed and all results meet the specifications. The operators and inspectors have been effectively trained without changes. There is no deviation in the incoming inspection of the valve within three months. The inventory is randomly selected and checked and they opened smoothly. An investigation of the assembly process was done to identify risks and training was conducted for operators. In addition, a sample was received from the customer with a similar problem in the past. On investigation, we found that with single-hand operation of the valve it was easy to twist and not easy to operate. It is more secure when both hands are used together. In order to avoid torsion when opening the valve, support the upper part first and then open or close the valve with the other hand in the direction indicated by the arrow on the bag.

Event description:
It was reported that the patient states he is having an issue with his belly bags leaking and difficulty opening the drain valve. He stated that one lasted for 2 days, one for 1 day and the last one lasted only 6 hours. There was no reported injury.